Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported device turned off by self, which was reproduced by troubleshooting the device. A review of the event history log identified improper shutdown messages. Visual inspection found that the cause was determined to be depressed battery pins on rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.